Event description:
It was reported the nail fractured during surgery. Intra-operative x-rays promptly identified the broken screw and it was removed. There was a 60-minute delay.

Manufacturer narrative:
(B)(4). G2: foreign - china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified that the pin was fractured. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. X-ray was provided, but not reviewed as the provided information confirms that the pin was retrieved. A definitive root cause cannot be determined. Complaint was confirmed based on the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.